Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 595 mg/dl. The customer stated that when he arrived to the emergency room he noticed that the cannula was bent. Ran a fixed prime test and the insulin did not exit. Troubleshooting was performed. The time and date was correct. The programming matched and it was also correct. Perform a high pressure test and failed. Advised customer to remove the insulin pump and revert to back up plan. No further information was provided.